Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting crosstalk oversensing on the ventricular channel that resulted in pacing inhibition. It was also reported that undersensing of the r waves led to ventricular pacing being delivered on the t wave, inducing the patient into ventricular fibrillation (vf) episode. Boston scientific technical services (ts) was consulted and offered reprogramming options. No additional adverse patient effects were reported. At this time, this device system remains in service.